Event description:
It was reported that approximately 10 minutes after starting treatment with a polyflux 14l, the patient experienced a blood pressure drop (80/50mmhg), pain and discomfort in the lower back and abdomen, dizziness and nausea. High glucose (intravenous push) was administered and rehydration was provided; however, the symptoms continued. Dexamethasone was administered and the symptoms gradually deceased and the blood pressure was measured at 110/70mmhg. Treatment was terminated and the symptoms improved. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital). E1: initial reporter address: (B)(6).. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.